Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not staying in the reservoir compartment. The customer stated they woke up at 3 am and the reservoir was not in the insulin pump. There was a crack at the bottom of the insulin pump. The customer also reported that the drive support cap was sticking out. The customer¿s blood glucose during the incident was 310 mg/dl. They treated with a bolus. Their most recent blood glucose was 76 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, loose drive support disk, broken reservoir tube lip, missing reservoir o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.